Manufacturer narrative:
(B)(4).the service engineer (se) evaluated the device and could not duplicate the reported malfunction. The device passed all testing and was placed back in service at the user facility.

Event description:
It was reported that a ventilator touchscreen became unresponsive. There was no patient involvement reported at the time of the event.